Event description:
Ous MDR - on (B)(6) 2013, a new implantation of a pacemaker was planned. The (B)(6) patient had an indication of a 3rd degree av block and recurring syncopes. During the implantation, complications occurred that necessitated intubation and the request for an emergency team. During the resuscitation attempts, a lead was placed for the purpose of stimulation. Since the external defibrillator that had been available had no pacing function, and since no other external stimulator was available, pacing was temporarily performed with the biotronik programmer ics 3000 via the implantation module. This stimulation was successful. Nevertheless, the patient remained in an unstable state with vf episodes and the necessity of several external defibrillations. A second lead was placed, which was connected to the ics 3000. The state of the patient still remained critical, accompanied by tachycardias and drop in blood pressure. Due to a medical will by the patient, no respirator was connected. The patient died. It was reported that a brief loss of pacing was observed towards the end of the operation, after the device had been moved around on the table. However, this observation during the emergency measures was not described as the cause of the clinical event.

Manufacturer narrative:
The leads listed in the complaint were not returned for analysis. The analysis is therefore based on the existing production documents for these products. The manufacturing process of the leads was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there was no indication of a material defect or manufacturing error. Both the dirt at the contacts and the housing deformation could have possibly contributed to the behavior of the device observed after the operation.